Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer states, he is experiencing blood glucose versus sensor glucose issues. Customer is not able to provide data. Customer's blood glucose was 170 mg/dl. Customer will be calling back if issue continues. No further information provided.